Manufacturer narrative:
Product ID: 3889-28 lot# va07hnz, implanted: 2013 (B)(6), product type lead. (B)(4). Analysis of the implantable neurostimulator found no anomaly.

Event description:
It was reported the implantable neurostimulator (ins) was removed due to the patient wound being red, painful, and not healing. Upon removing the ins, it was noted that there was a blood clot behind the ins. The patient had a family history of clots. As soon as the ins was removed, it was noted, the patient felt ¿good.¿ prior to the explant, the wound was soaking through bandages, but there was no pus or fever. The healthcare provider did not think the pocket was infected. It was added that the lead was left intact and the patient did want to be re-implanted due to the success they were having. The patient was to see an allergist and have blood tests done. An allergy had not been confirmed at the time. A ¿strange black and blue¿ mark was also noted. The mark was about 3¿x6¿ in diameter on the butt cheek into the right thigh area six inches below the ins pocket. The origin of the mark was unknown and no falls or traumas were reported. Almost two weeks later, the cause of the event was an allergy and the event was attributed to the ins. Since the removal, it was noted the area had healed ¿beautifully¿ and the symptoms had resolved. In addition to the symptoms noted before, there was also swelling. No hospitalization was required and the patient recovered without sequelae.